Manufacturer narrative:
(B)(4). Investigation evaluation and corrective and preventative actions are in-process. A follow-up report will be provided.

Event description:
A staff member was using a sealsafe to seal a line that contained plasma. It did not seal correctly and plasma sprayed onto the face of this staff member. The staff member is stable. The site will follow up in 6 months with the employee health clinic for potential blood borne pathogen exposure. When requested the site would not provide the staff members name or weight.